Event description:
It was reported that the patient underwent a revision procedure 18 days post implantation due to dislocation that occurred when the patient was bending. This is the second dislocation the patient experienced post implantation as the first was treated with closed reduction. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ep-200146, act artic e1 hip brg 28x40mm, lot number: unknown; 650-1159, delta cer fem hd 28/-3mm t1, lot number: unknown; 51-107090, tprlc 133 mp type1 pps ho 9.0, lot number: unknown. G2: foreign: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. Subsequently the patient underwent a revision due to disassociation. The head and liner were explanted and new devices placed. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01529. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.